Event description:
The account's maintenance stated the mattress is deflated and he cannot activate the air compressor. He stated, the coiled cable is damaged near the caster and he can see bare wiring.

Manufacturer narrative:
Repairs have not been completed.